Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "product movement," "little bumps," product is "continuing to move," and injection with expired product are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "warnings: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details. Precautions: juvéderm® ultra plus xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Adverse events: the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Additionally there have been reports of nodules, infection, and inflammation. The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month. How supplied juvéderm® ultra plus xc injectable gel is supplied in individual treatment syringes with 27-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged."

Event description:
Healthcare professional reported after injection in the marionettes and nasolabial folds with 2 expired syringes of juvéderm® ultra plus xc, patient noticed "product movement to the boney lines" and developed "little bumps on the upper lip" one week after injection. It was also reported the "product is not lasting as long¿ since patient began taking fibromyalgia medication and the product is "continuing to move." Patient was concomitantly injected with botox®. Patient has "aids, fibromyalgia, chronic fatigue syndrome, rheumatoid arthritis" and has had "gastric bypass surgery." It was confirmed the 2 syringes were purchased well before the expiration date.

Event description:
Further follow up with the healthcare professional revealed the 2 juvéderm® ultra plus xc syringes used for injection were not expired. No intervention was required; symptoms are ongoing. Patient was also concomitantly injected with juvéderm® ultra xc. Healthcare professional determined the etiology to be ¿autoimmune disease related¿ and not due to the product and does not feel the patient required additional product to achieve optimal correction. Healthcare professional discussed with the patient the most probable reasons for patient¿s reaction to the injection, including their rheumatoid arthritis and the likelihood that this condition interfered with patient¿s body¿s ability to hold in place products injected. Office has heard nothing further from the patient indicating they are satisfied with the resolution. Healthcare professional also stated patient has no history of (B)(6).